Manufacturer narrative:
The customer has indicated that the device will be returned to greatbatch for evaluation. Once the device is received and the evaluation is complete, a supplemental medwatch 3500a emdr will be submitted. Multiple attempts were made to receive the lot number of the reported device to document the manufacture date without success. Complaint information provided by (B)(4), complainant location is (B)(6). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the circular tip of the reamer handle that attaches into the hudson power adapter broke as the scrubbed nurse attempted to remove the reamer from the power adapter. As a result, the locking mechanism on the reamer no longer engages with power equipment and it can no longer be used in surgery. The surgery was completed with the same reamer handle from a different set, and there was a very minimal delay in surgery. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The device was returned incomplete to greatbatch for evaluation. From visual examination, the reported event was confirmed. The device had fractured at the power coupling adaptor. This fractured piece was not returned with the device. There were signs of wear in the form if nicks and scratches throughout the surface of the device. A manufacturing review was conducted and revealed no discrepancies. In summary, the malfunctions observed are attributed to wear. No further investigation required.